Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07c18-33 that has a similar product distributed in the us, list number 1l82, with 510k/PMA/bla number p050051.

Event description:
The customer reported false elevated architect anti-hbs generated from architect analyzer and provided the following data: on (B)(6) 2025, sample ID (B)(6) initial result was 179.38. The sample was repeated on a different instrument, (sn: (B)(6) and the result was 0.00. The following day, the same sample was repeated and the result was 0.27. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, device history record review and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review for the complaint lot did not identify any issues. A review of tracking and trending did not identify an increase in complaints for the architect anti-hbs reagent for the customer reported event. The overall performance of the architect anti-hbs reagent reviewed using field data from customers. The review of field data for the complaint lot determined the median values are within the established limits and concluded that the lot generated the expected results. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the architect anti-hbs reagent lot 73391fz00.

Event description:
The customer reported false elevated architect anti-hbs generated from architect analyzer and provided the following data: on (B)(6) 2025, sample ID (B)(6) initial result was 179.38. The sample was repeated on a different instrument, (sn: (B)(6)) and the result was 0.00. The following day, the same sample was repeated and the result was 0.27. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.